Event description:
An endurant stent graft system was implanted for the endovascular treatment of a fusiform 4.6cm diameter abdominal aortic aneurysm. The proximal neck was 22 mm in diameter and 16 mm in length. The left common iliac artery was 10 mm in diameter and the right common iliac artery was 12 mm in diameter. The right external iliac artery measured 9 mm in diameter and the left external iliac artery measured 8 mm in diameter. It was reported that the patient had an occlusion of the contralateral limb due to stenosis. Another manufacture¿s 14mm stent and an endurant stent graft were implanted. The physician stated that the cause was due to the left narrow iliac artery with curvature which was checked by CT before evar. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: occlusion. Anatomy related; narrow and tortuous left iliac artery. Conclusion: occlusion. Anatomy related; narrow and tortuous left iliac artery.